Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 3mmx20mmx144cm coyote es balloon catheter was advanced for dilatation. However, during fifth inflation at 14 atmospheres for a few seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Initial reporter city: (B)(6). Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a longitudinal tear 16mm long starting from the proximal end of the balloon.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 3mmx20mmx144cm coyote es balloon catheter was advanced for dilatation. However, during fifth inflation at 14 atmospheres for a few seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.